Event description:
The reporter stated that while performing a control solution test on the second vial of test strips from 50 pack lot #a824699a, the meter prompted er1. This occurred with 2 separate boxes of the same lot of test strips.